Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during the load fill tubing sequence. The customer's blood glucose level was 389mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A new cartridge was loaded resolving the occlusion.